Manufacturer narrative:
Insulin pump was received with minor scratched display window, cracked battery tube threads, missing reservoir tube o-ring, and broken off reservoir tube lip. The reservoir tube lip completely broke off and test reservoir will not lock/click in place. Insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, prime/compromised force sensor system test, excessive no delivery test, displacement test, and rewind test. Unable to perform basic occlusion test and occlusion test due to broken off reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the reservoir compartment was chipping and missing a black o-ring. The reservoir stayed loose in the compartment. Customer's blood glucose level was 303 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.